Manufacturer narrative:
Evaluation summary: a crack was confirmed in barrel side wall of the single device returned. Visual inspection showed a longitudinal crack of approximately 1 1/4 inch in length. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level.

Event description:
User was filling syringe with saline and noticed the barrel was cracked.